Event description:
This is a follow up report.updated information:upon review of the customer's attached data, the correct chemistry that the customer ran was cr-e, not cr-s as described in the original report. Cr-e reagent is used to measure the creatinine concentration by an enzymatic method; whereas cr-s reagent is used to measure the creatinine concentration by modified rate (B)(4) method (measurement of serum creatinine).

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false low creatinine (cr-s) result of 10.5 umol/l that was generated on the unicel dxc 600i synchron access clinical system. The customer reran the sample on the same instrument and obtained a higher result of 68.2 umol/l. The false low result was not reported outside of the laboratory. The customer ran a precision run of 20 replicates and the results correlate with the higher value of 68.2 umol/l. No change to patient treatment or diagnosis occurred in this event.

Manufacturer narrative:
Upon review of the customer's attached data, the correct chemistry that the customer ran was cr-e, not cr-s as described in the original report.

Manufacturer narrative:
Controls were run before and after the incident and the results are within the (B)(4) standard deviation (sd) range. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a preventive maintenance (pm) "a" kit installation and monitored the instrument for creatinine flyers for five (5) days and there was no incident of creatinine flyer produced. Failure mode is unknown. The pm "a" kit installation that service performed, involved replacement of multiple hardware components, resolved the issue.